Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Stopped functioning after implantation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve failed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, this was stopping the ruby ball from sitting correctly on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3832 with lot cppbvy, conformed to the specifications when released to stock on the 30th april 2014. The root cause of the problem found during investigation is due to biological debris found on the ruby ball. No root cause could be determined for the catheters as no defect was noted with the catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.